Event description:
It was reproted that during a coronary drug eluting stenting treatment procedure, the stent strut became caught on guide catheter. The physician had difficulty crossing the lesion with a taxus express2 8.8% 2.5 x 16 mm drug eluting stent. As the device was pulled back into the guide catheter, the physician noticed some resistance. One of the stent struts was caught on the guide catheter. The physician removed the stent and the guide catheter as an unit. The physician went back to predilate the lesion with a crosssail balllon and the procedure was completed using another taxus express2 8.8% 2.5 x 16 mm drug eluting stent. There were no pt complications.